Event description:
Information received from a patient regarding an implanted infusion pump for intractable spasticity. The pump was previously used to deliver unknown baclofen. Dose and concentration information was not reported. It was reported that the patient's pump got infected and, per the patient, "almost caused me to get killed". The last time the patient was at the healthcare provider's (hcp) office, they took all of the medication out of the pump but did not tell the patient about the infection. The pump was removed. When asked about the event date, the date was not provided, but then the patient mentioned that, around 2023-04-17, the patient was going to the primary care physician. The patient was redirected to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.